Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod's cannula did not insert into the skin when activated, and insulin was leaking from the pod when insertion was attempted. A bubble was observed in the cannula. It was also reported that the pod¿s pink slide did not move forward, indicating a needle mechanism failure. No impact to the patient¿s glucose level was reported. The pod was not worn.

Manufacturer narrative:
This is a correction supplemental per additional information received on march 18th, 2026. Upon additional review of the complaint call, it was confirmed that the pod¿s cannula was visible after the pod was removed, and there was no indication that the pink slide failed to move forward. Therefore, no needle mechanism failure was reported. This will be the final report for report #3014585508-2026-12362-00. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.